Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low shock impedance measurement. The physician had the patient perform a remote interrogation the following day and the impedance measurement exhibited at that time was normal. The patient will continue to be monitored. There were no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.